Manufacturer narrative:
The reported event was confirmed cause unknown. 1 sample were confirmed to exhibit the reported failure. Visual evaluation of the returned photo sample noted one opened (without original packaging), used silicone bulb evacuator. Visual inspection of the photo sample noted the valve duckbill was broken from the seal and inside the evacuator bulb. A potential root cause for this failure mode could be ¿damaged seal gasket". The device history record review could not be performed without a lot number. The product catalog number for this device is unknown, therefore unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that in last 2 months, they have had 2 patients with davol (100ml) suction bulbs and requiring replacement. The evacuator bulb's internal anti-reflux valve was falling off, necessitating replacement.

Event description:
It was reported that in last 2 months, they have had 2 patients with davol (100ml) suction bulbs and requiring replacement. The evacuator bulb's internal anti-reflux valve was falling off, necessitating replacement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.